Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an arthroscopic surgery one procedure was lost due to nano breakage. It is currently unknown which specific device was found to be defective. As the procedure was part of a study using a nanoscope it is very likely that the event was related to it. No further information received. Update 22-feb-2021: further information were provided that the reported event occurred on (B)(6) 2020 and that the reported event occurred at the end of the procedure. The procedure was finished without an additional device. However the stem broke at the central part caused by caused by forcing the triangulation. Currently it is not known which device was affected during the reported event however it is most likely related to an ar-10100n.